Event description:
During prep, prior to inserting in the pt, heparinized solution was observed leaking from the hub of super torque jl3.5 5.2french catheter. No anomalies were noted when the catheter was removed from the package. There was no reported pt injury. The product was not clinically used.

Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional info will be submitted within 30 days of receipt.